Event description:
On (B)(6) 2025, while performing a robotic hysteroscopy, laparoscopy with lysis of adhesions, diagnostic cystoscopy, and ovarian cystectomy the uterine manipulator broke into two pieces. The provider had to retrieve the broken piece from the uterine cavity. This was identified timely and no significant impact to the patient.